Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Thrombosis is listed in the xience pro x everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The xience prox 3.5x08 referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the ostial of the left anterior descending (lad) artery and the lad distal to the diagonal which had high grade stenosis. Direct stenting of the ostial with a 3.5 x 08 mm xience prox stent and distal to the 1st diagonal in the lad with a 3.0 x 15 mm xience prox was performed. Post-dilatation was performed. Optical coherence tomography (oct) showed good results; however, there was thrombosis in the lad and there was no blood flow. A 2.5 x 8 mm xience pro was implanted to treat the thrombosis with a good result. There was no clinically significant delay in the procedure. No additional information was provided.